Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. The device also had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that they were going to program a basal and none of the buttons were working. Customer's blood glucose level was 30 mg/dl. Customer treated with food. Customer also got a ramping of numbers and now it goes through the selection without pressing buttons. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.